Event description:
(B)(4). Chronic pain, chronic pelvic pain and inflammation, severe bloating, weight gain, hair loss, increase in depression and anxiety, increased migraine activity, painful intercourse, bleeding for three months and or during intercourse. Hysterectomy on (B)(6) 2014 that resulted in causing an umbilical hernia which turned into a softball sized one and then yet another surgery on (B)(6) 2014. And still dealing with pain and other issues.